Event description:
Additional information received reported that a patient never had therapeutic benefit with the device at the sacral nerve. She decided to have the device taken out and had a replacement device to stimulate the pudendal nerve instead of the sacral nerve. When the patient¿s doctor went in for the surgery, he found that the wires were on one side. While he was performing surgery he looked again and the lead flipped completely over, so he questioned if the procedure was done correctly in the first place. The doctor said he wouldn¿t have placed the previous lead where it was. The healthcare provider wasn¿t sure if it would be appropriate to re-implant a device in the sacral nerve, so he continued with the implant going to the pudendal nerve as planned.

Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3889-28, lot# v792970, implanted: (B)(6) 2011, explanted: (B)(6) 2014, product type: lead. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient had a loss of therapeutic effect and a loss of bladder control. The patient didn¿t always get the urgency feeling and when they stood up they just leaked everywhere. The patient was concerned because this was new. The patient got reprogrammed several months ago and had been using program 2 and then switched to program 3 for several weeks and had been between the 2 programs since. The patient hadn¿t used program 4 yet, but had used all the other programs. When the patient called the clinic a while ago they told the patient to try additional programs. On program 3, if the patient turned it up for symptom relief it was too painful to use at the higher setting and the lower setting didn¿t work. It was on and off and when the patient got reprogrammed they had relief for a month or so but then things got changed. The patient switched to program 4 at 1.4v. It was further reported that the patient still had concerns regarding their device or therapy but was working with their health care provider (hcp) or manufacturer representative. The patient had an appointment on (B)(6) 2012. It was later reported that the patient never had therapeutic effect and their original implantable neurostimulator (ins) and leads were replaced in (B)(6) 2014 because the therapy was not effective. The patient¿s health care provider (hcp) repositioned the leads to the pudendal nerve. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.